Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the edwards' bioprosthetic valve was explanted after an implant duration of approximately 120 months, and replaced with same model/size prosthesis. Through follow-up, it was learned that the patient experienced aortic regurgitation due to stenosis and calcification of the valve. Operative report indicates, "the aortic prosthetic valve had leaflet degeneration involving the left coronary cusp and right coronary cusp. The left coronary cusp of the prosthetic valve was severely deteriorated with an area of erosion of the leaflet through the middle down to the prosthetic ring. Removal of the prosthetic valve was extremely difficult and required extensive dissection...lastly, the patient tolerated the procedure well, and separated from cardiopulmonary bypass without difficulty".

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. It was learned that the subject device has been discarded and will not be returned for evaluation, therefore, the reported stenosis and calcification cannot be positively confirmed. However, calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The investigation reveals nothing to indicate a manufacturing quality deficiency that may have caused or contributed to ths event.